Manufacturer narrative:
On 5/2/2019, it was reported incorrectly that the product was not returned. On 5/1/2019, the mentor failure analysis lab has received the device for evaluation. On 5/28/2019, it was reported to mentor that the replacement devices were mentor smooth round spectrum 175cc. In addition, the implant had some calcification. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/20/2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, it was discovered that the second device, the left breast implant has a deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation concomitant products: a saline mentor smooth round spectrum 225cc, catalog number 3501430, serial number (B)(4), lot number 6767158. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with a saline mentor smooth round spectrum 225cc and experienced deflation on the right breast implant. As a result, the patient had undergone removal and replacement with an unspecified saline mentor breast implant on (B)(6) 2019.